Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021 (reason for the conversion unknown) to have the osia placed on the internal fixture i.e. The internal magnet was removed and the osia was placed.

Manufacturer narrative:
This report is submitted on dec 17, 2021.